Manufacturer narrative:
B5 was updated to reflect no patient involvement.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd administration set failed preventive maintenance with a low volume delivery. No patient was involved in this event.

Event description:
Investigation results completed on a ambulatory infusion pumps/cadd administration sets - flow stop.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop . Samples were tested. Visually inspected with no discrepancies revealed from a distance of 12" to 16". A review of the manufacturing process for p/n 21-7322-24 l/n 4010768 was conducted by quality engineer on 7-jul-2020, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. Fifteen units were tested by looking at inspect pump tube uv bond to housing, in order to verify that the pump tube arch height is within tolerance. -verify that the adhesive not be excessive or outside the defined application area. -verify parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. -audit the accuracy test is being performed according to the manufacturing procedure. All manufacturing criteria passed quality systems prior to release. The root cause could not be determined, as all samples passed review upon testing. No fault could be found, however as preventive action qa alert 20008 was released on 14-jan-2020 in order to awareness quality personnel for acceptable arch height criteria.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd administration set failed preventive maintenance with a low volume delivery. No patient was involved in this event. No adverse effects were reported.